Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 358 mg/dl. Cause of elevated bg level was unknown. Bg was treated with intravenous insulin and fluids. Reportedly, customer left the ER 1 hour later with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.